Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, missing of plug strap and the plug strap was broken shell. A leak test was performed which identified no leakage. A microscopic analysis was performed which identified a broken sharp of plug strap. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is broken sharp of plug strap assessed as unidentified (tear) opening and missing of plug strap assessed as inconclusive.

Event description:
Device was explanted.